Event description:
It was reported that there was an "alarm stuck". There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review, the customer problem was not duplicated. The air detector, downstream occlusion (dso) sensor, and upstream occlusion (uso) seal were in good condition. The device turned on and the tests passed successfully. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended. The manufacturer representative updated the software.